Event description:
Physician reported that the self-tapping screw appeared to have backed out via post op images. During exploratory revision surgery, it was noted that the locking wing of the plate on the same level as the backed-out screw, fractured. The backed-out screw was also noted to have fractured. The physician confirmed all the broken pieces were retrieved. The patients wound was inspected with blue die by an ent surgeon who confirmed there were no holes in the esophagus. Retrieval of the broken pieces was completed successfully with no adverse consequences. The locking wing would have been forced from its position and either deformed or fractured as the screw backed-out. This record represents the backed-out screw.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Product, complaint , and manufacturing history reviews could not be performed as a valid lot number was not provided and could not be obtained since the device was not returned. It was confirmed via x-ray that one aviator fixed self drilling screw migrated leading to a revision surgery for removal. Potential root caused based on the risk file: improper plate sizing or contouring; excessive post-op activity by patient (not recommended by surgeon); patient does not follow surgeon instructions; patient over exerts. If the explanted screw and locking bar fragment become available for examination, this investigation will be reopened and updated.

Event description:
Physician reported that the self-tapping screw appeared to have backed out via post op images. During exploratory revision surgery, it was noted that the locking wing of the plate on the same level as the backed-out screw, fractured. The backed-out screw was also noted to have fractured. The physician confirmed all the broken pieces were retrieved. The patients wound was inspected with blue die by an ent surgeon who confirmed there were no holes in the esophagus. Retrieval of the broken pieces was completed successfully with no adverse consequences. The locking wing would have been forced from its position and either deformed or fractured as the screw backed-out. This record represents the backed-out screw.